Event description:
It was reported that a portion of the device detached. The direxion hi-flo catheter was selected for use. During the procedure while using a 4f non-bsc catheter the direxion hi-flo catheter got stuck. During removal attempts the direxion hi-flo catheter broke apart. The detached portion remained within the 4f catheter. The 4f catheter was removed and rewired to continue the procedure. No patient consequences nor complication were reported.